Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 02 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of nozzle was clogged with foreign material was confirmed. Based on the results of the investigation, it is likely the foreign material may have been unremoved because the device was not reprocessed properly due to leak occurred from the biopsy channel. However, a definite root cause that led to the malfunction could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer, and it is unknown if there are deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope air channel is blocked; the nozzle is clogged. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.